Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 316.5 cm from the top of the connector to the tip. The exposed glass tip measured approximately 1 mm and appeared to be fractured. Examination under magnification confirmed that the tip was consistent with normal degradation and fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device found that the device showed signs of degradation and fracture at the tip of the device. Fibers are consumable and meant to degrade. Fracture of the tip and degradation could have contributed to the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy (urs) procedure for a stone in the bladder performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during the procedure, it was noted that there was very low energy coming out from the laser fiber. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of laser fiber tip detached.